Event description:
It was reported that the patient has experienced an increase in seizures since vns generator and lead replacement on (B)(6) 2013. The patient reported that she had been seizure free with her precious vns systems. It is unknown whether or not the increase in above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Event description is corrected data that was previously reported in MFR. Report # 1644487-2013-02598.

Event description:
The MDR is a duplicate reported of the increase in seizures that was housed in MFR. Report #1644487-2013-02598. As previously reported in MFR. Report # 1644487-2013-02598, supplemental #04, in regards to the patient's seizures, the physician did not think the seizures had increased. The patient's seizure were noted to be occasional. Although the patient has continued to state that she has had an increase in seizures, clinic notes provided by the physician show the that patient seems to have very few seizures and auras, which would coincide with the physician's original statement reported in MFR. Report # 1644487-2013-02598 noting the patient's seizures are occasional. Any additional information will be reported in MFR. Report # 1644487-2013-02598.